Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injury reported, and the patient was in good condition after the procedure.